Event description:
Received info regarding a cartridge alarm 1 during a bolus delivery. Customer's blood glucose level is "fine" at 140 mg/dl. An insulin shot was administered to replace bolus.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.